Manufacturer narrative:
Patient identifier: sid (B)(4). This is all the patient information received. The field service representative (fsr) checked instrument logs and noticed all discrepant results were run on cuvette number 65 of the architect c4000 analyzer (B)(4). The fsr replaced cuvette number 65, the arc c8k cuv pr 1 pair (ln 01g46-02), which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. The tracking and trending review did not identify any trends for the arc c8k cuv pr 1 pair (B)(4) or the architect c4000 analyzer (B)(4) related to the issue. The device history record was reviewed and identified no non-conformances or deviations associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely depressed calcium results for 4 patients while running on the architect c4000 analyzer. The following data was provided (customer¿s normal range: 7.6 to 10.4 mg/dl): on (B)(6) 2021 sid (B)(6) = initial ca result = 5.27 mg/dl (reported to medical provider and result was questioned), repeat result = 8.91 mg/dl, new sample result of same patient (sid (B)(6) ) = 8.90 mg/dl. On (B)(6) 2021 sid (B)(6) = initial ca result = 5.61 mg/dl (not reported to doctor), repeat result = 9.25 mg/dl. On (B)(6) 2021 sid (B)(6) = initial ca result = 5.39 mg/dl (not reported to doctor), repeat result = 9.51 mg/dl. On (B)(6) 2021 sid (B)(6) = initial ca result = 5.15 mg/dl (not reported to doctor), repeat result = 8.76 mg/dl. During troubleshooting, the customer stated the millipore water system has a leak, but there were no error codes generated on the analyzer. All qc passed. There was no impact to patient management reported.